Event description:
It was reported that during a lap roux-en-y procedure, the hand activation button would not work. Used a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/21/2008. Info anticipated, but unavailable at this time.